Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had their ins replaced on (B)(6) 2017 due to regular battery life. Patient reported having urinary symptoms and the programmer pouch zipper was not working. Patient reported that they increased stimulation and the blood pressure went up to 150/106, and when patient decreased stimulation, the blood pressure went down. Patient stated that they had to turn the stimulator off because they could feel their heart pounding, and they were going to contact their doctor. It was noted that patient had access to a programmer (pp), synced with it and stimulation was off. It was reviewed that therapy needed to be on to be effective, and patient turned therapy on. Patient was not feeling stimulation, and was at 0.3 at the time of the report, they increased to 1.0v. Patient was redirected to the health care provider (hcp) if the problem did not resolve. Additional information was received from the consumer. It was reported regarding the day they got home from their replacement surgery, (which they indicated was on (B)(6) 2017) they felt as if they had three lumps in the upper buttocks/spine area. The patient noted that one large ¿lump¿ was on the left side, the second ¿lump¿ was on the right side of the spine and the third felt like a ¿square box¿ of the far right side of their spine, which they indicated was actually nearly on their side. The patient noted it felt as if they had increased pressure on their spine and that it was very uncomfortable sitting in a chair or trying to sleep in a bed. The patient stated there was no immediate improvement after surgery, in fact they leaked urine worse than before. The patient emphasized they were ¿still leaking-never dry.¿ the patient reporting that before an unrelated minor surgery that they turned up their bladder sensitivity hoping they would stay dry during the surgery and after 3 multiple EKG leads their blood pressure was sky high (150/105) and the surgery was cancelled. The patient noted when they returned home they turned the stimulator off and within three hours their blood pressure was back to normal via a visit to the local clinic. The patient stated it seemed the ¿implement¿ was involved with their circulatory system. They went to a clinic for their post-operative evaluation where it was attempted to adjust the stimulation and the patient stated it was not satisfactory. The patient reported on (B)(6), they met with their health care physician (hcp) and told their hcp the interstim was not working. They told their hcp they were never dry, always leaking and the hcp told them they were too old to heal. The patient reported it has been over 8 months now and they were never dry-always wet and that it was costing them over $120.00 a month for pads and pullups. They needed to wear both at all times. The patient saw their general practitioner in january where they were given a 2 month supply of myrbetriq and it did not help. The general practitioner also gave the patient a shot in their upper left buttock so they could sit and sleep better without so much discomfort. The patient reported since their surgery, they were always tired and they had no stamina. The patient noted getting worse urine than before after implant and having discomfort of sleeping. Additional information was later received and it was reported that the patient believed their battery had moved and they could barely move for a month. Patient stated they had no therapeutic benefit. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determined that they had lost (B)(6) pounds since the ins has been working and that the ins did not move rather the healthcare provider (hcp) did not turn the ins on. There were no further complication reported or anticipated.